Event description:
It was reported that the patient presented for a routine device exchange. During the procedure, it was observed that the right ventricular (rv) lead exhibited insulation damage. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable.